Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead had a fracture causing the lead to exhibit loss of capture (loc). The lead was surgically abandoned. No additional adverse patient effects were reported.